Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be provided after the investigation has been completed. (B)(4).

Event description:
It was reported that a missed audible and visual ventricular tachycardia alarm occurred. No serious injury reported. ECG strips and device logs have been requested. No testing info available.

Manufacturer narrative:
The provided printout was reviewed but unable to determine if the algorithm requirements for vtach were actually met (width of qrs, and amplitude of r waves), thus it is not clear if an alarm should have launched and there are no logs to confirm if the device did launch an alarm. The ek pro criteria for vtach occurs when a run of six or more ventricular beats is detected with an average heart rate greater than or equal to 100 beats per minute in adults. There were no full disclosure strips or event ECG printouts provided for real time measurements. It cannot be determined if the ECG data provided met the algorithm requirements for vtach. The testing of the device at the site did not reveal any issues. Carescape monitor b650. Physiological patient monitor. (B)(4).